Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a couple of days days post-implant, this patient experienced acute heart failure. The field believes this could have been caused by the implant of the device. The patient had some inflammation, paroxysmal atrial fibrillation, and some undersensing was also observed. At this time, the device was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.